Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference number: (B)(4). Although medtronic-covidien was not authorized to conduct repairs, the customer returned a graphical user interface (gui) printed circuit board (pcb). An investigation was performed on the returned component and the alleged malfunction was confirmed.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that, while in use on a patient the screen on an 840 ventilator blacked out. The patient was removed from the ventilator. While the device was being rebooted, a burnt smell was noticed and smoke was observed rising from the rear side of the graphic user interface (gui). The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.